Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received a failed battery and replace battery now alarm. The customer¿s blood glucose level was 19.6 mmol/l. The customer states had tried 6 batteries with the pump and it would not work. The customer was assisted with troubleshooting for failed battery and he reports back to back at least 4/5 when they tried another battery earlier. Advised we will send a replacement battery cap. Advised customer to monitor the pump. Advised to revert to back up plan per hcp until replacement cap arrives. The insulin pump will not be returned for analysis.